Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed "air in line detected". The alarm had been silenced, and the settings had been reviewed. The pump had been powered off, the tubing had been clamped, and the cassette had been removed. The cassette had been tapped on a hard surface to disperse air bubbles before being reattached. The tubing had been unclamped, and the pump had been turned on. An attempt had been made to restart the infusion, but the alarm had returned immediately. The pump had then been powered off again, and the tubing had been clamped. The pump had been placed the previous day, and the patient had been scheduled for disconnection the following day. The patient had been instructed to call the clinic immediately for further instructions. The rate had been recorded at 2.2 ml, the residual volume at 51.5 ml, and the volume given at 46.5 ml. The event occurred while in use with a patient, and the patient had not been affected.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.